Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4068-45, lead, implanted: (B)(6) 2000. (B)(4).

Event description:
It was reported that there was noise noted on the ventricular electrogram (egm). The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.